Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 325cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The date of event was originally reported as (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Explanted devices were replaced with mentor siltex round moderate profile 350cc saline breast prostheses. Concomitant product is a mentor siltex round moderate profile 325cc saline breast prosthesis, cat. #3542650, lot #106837. On (B)(6) 2018, mentor completed the analysis on the suspect medical device. Upon receipt to mentor, the device contained no fluid. Yellow material was observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.8 cm within an area of siltex cracking on the anterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).